Event description:
System was in the room and booted up as expected. While opening supplies, noted the system shut down. Error screen "io board" was displayed. There was a patient in the room under anesthesia. Case was aborted.

Manufacturer narrative:
Per field service engineer - "found I/o error, reloaded software, still getting error. Installed new I/o board and tested. Annual pm was since completed." Per service management, "no further issues have been noted since the pm was completed."